Manufacturer narrative:
This device has been returned for analysis; however, results of investigation are not available at time of submission of this report. A supplemental report will be submitted once the investigation results become available.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. An analysis to determine the root cause of the code 10003 was not requested. Subsequently this device was explanted and successfully replaced. Other than the intervention no additional adverse patient effects were reported. This device has been returned for analysis.